Event description:
Patient was admitted with erosion of generator left chest. Entire system was removed. Nothing was growing from blood cultures, but assumed infected. This event is related to 2183787-2024-00015

Manufacturer narrative:
B5: additional information was updated to indicate device return. D3: fax number corrected. D9: device reutrn status and date updated. H3: deviice evaluation status updated. H6: coding updated.

Event description:
Device was returned. This event is related to 2183787-2024-00015.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.